Event description:
A review of cta¿s 3-½ years post-implant revealed that the bifurcate was positioned just below the left renal artery. The proximal neck was severely angulated 90 degrees a-p to the limbs. The proximal stent graft od measured 31x32mm, with approximately 2cm of proximal seal length. The ipsi limb and extension was placed down into the right common iliac. The distal stent graft od within the dilated right common iliac was 21mm; the rcia measured approximately 25mm however no distal type I was seen on the right side. The contra limb and contra extension was positioned down into the left common iliac artery which was also dilated without any distal type I endoleak. The distal contra limb measured approximately 28mm, while the max diameter lcia measures approximately 4cm. The max diameter aaa is 8.7cm. Both limbs are patent, but were very angulated as they coursed through the aaa sac. However, the distal end of the left/contra extension was partially occluded, and distal to the stent graft the vessels on the left side are completely occluded. The cause of the loss of distal stent graft engagement within the left common iliac artery is unknown. Earlier follow-up images were not available for review. It is possible that the left limb may have migrated proximally due to disease progression. Aneurysm morphology changes and the angulated anatomy may have also contributed. The cause of the left iliac occlusion could not be determined. Images from the recently reported events and the intervention were not available for review.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for treatment of a 9.5 cm in diameter abdominal aortic aneurysm. The patient was in for a routine follow up and upon looking at the CT there appeared to be aneurysm growth of the left common iliac. It had grown from 2.6cm at the original procedure to 3.9cm. The iliac flared 28 extension had retracted up and was at the proximal most portion of the iliac. No endoleak was observed but the left common iliac appeared to be occluded. In addition the right common iliac had expanded as well. No endoleak was seen. It was then decided to bring the patient to surgery to intervene. Surgery was performed. After a pre-case angiogram it was determined that the left common iliac was patent. A wire was placed through the graft and a 16x16x124 was placed starting at the bifurcation of the graft. Another 16x13x124 was then placed from that limb down to the left external iliac artery to bypass the iliac aneurysm. After ballooning the limbs an angiogram was performed and there were no leaks and the iliac aneurysm had been successfully bypassed. On the right common an endurant 28x28x82 extension was placed to cover the dilated iliac. The right iliac extension was placed as a prophylactic measure. There was no leak from the right side. After ballooning an angiogram was performed and there was no leak. The physician stated that the cause of the event was continued iliac growth. No additional clinical sequelae were reported and the patient is fine.